Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 62 mg/dl and 141 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.